Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic) value. Several days later the rv lead triggered alerts for undefined high rv pacing impedance and oversensing of noise. In addition, oversensing of noise resulted in misdetection of ventricular fibrillation (vf), inappropriate therapy, and induced arrhythmia subsequently treated with shock therapy. The cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of the threshold value for an observation related to the device feature that automatically monitors pacing thresholds. The crtd was prophylactically replaced, and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.